Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
Device history record review for the plate indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. Device history record review shows no deviations to the standard manufacturing process. No anomalies or deviations were found. Device history records could not be reviewed for the screw returned as neither the lot number nor the part number could be identified. Dimensions taken are within specifications. Unknown screw is seized in the hole on the plate. Screw head hex feature is severely stripped. The screw is damaged to the point that no etching would be identifiable on the product. The devices are used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination of the plate. A product history search could not be conducted on the screw as there was no lot information that could be identified. The cause of the stripping of the hex in the screw head is product durability. Due to the condition of the returned product and the information provided a definitive root cause of the screw becoming seized within the plate cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
During the implantation of a zdr plate, the surgeon wanted to replace the implant that was chosen as first option by a bigger plate. When removing the already implanted screws one screw remained in the plate and it was not possible for the surgeon to remove it. The plate was removed with one fixed screw in the implant.